Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed the catheter was returned in three segments. The catheter was observed to be broken near the 16 cm and the 5 cm depth markers. Tensile weakness was observed in the distal end of the middle section. A small amount of tensile weakness was also observed in proximal and middle catheter segments at points about 1 cm away from the proximal break site. A microscopic observation revealed the surfaces of the distal break were uneven with a mostly granular texture. What appeared to be some sort of tool damage was observed near the distal break site. The surfaces of the proximal break were observed to be uneven with a mostly granular texture and some polished sections on the surface and edges. Striations were also observed on the surfaces of the proximal break site. Longitudinal cracking was observed at the end of one of the polished sections and some evidence of buckling was observed near the break site. The circumference of the catheter was observed to be slightly elliptical in shape at the proximal break site. It was specified by the complainant that the distal break was caused by the catheter removal process. The polished surface and edges of the proximal break as well as the observed longitudinal cracking and evidence of buckling indicate the catheter likely began to break due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reay0818 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a catheter catheterization with blind insertion method was conducted through a left basilic vein on (B)(6) 2017. On (B)(6) 2018, the catheter was no longer required for treatment and it was prepared for removal. The chest radiograph was taken before the removal. The catheter was shown to be broken in the body. The position of the broken site was at the 16cm mark. The catheter was removed under the intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reay0818 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a catheter catheterization with blind insertion method was conducted through a left basilic vein on (B)(6) 2017. On (B)(6) 2018, the catheter was no longer required for treatment and it was prepared for removal. The chest radiograph was taken before the removal. The catheter was shown to be broken in the body. The position of the broken site was at the 16cm mark. The catheter was removed under the intervention.